Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pure wick urine collection system the patient received on 19apr2022 did not work. The patient said when it did not work, they meant the suction on the unit was unbearable. Patient said it was causing the physical pain. Patient said there should be a disclosure that the purewick was just a small vacuum that sucks on our private parts for the whole time, which did cause irritation. And it was not at all true and that it was an time of need purewick female catheter system. No medical intervention was reported. As per the additional information received from liberator on 05may22, the purewick urine collection system did not suction and the air flow caused irritation. They offered to assist with troubleshooting and stated that they did not like the product and did not wanted to use it any longer, and they just wanted to return it.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component(pump and relief valve) selection". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi). Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pure wick urine collection system the patient received on 19apr2022 did not work. The patient said when it did not work, they meant the suction on the unit was unbearable. Patient said it was causing the physical pain. Patient said there should be a disclosure that the purewick was just a small vacuum that sucks on our private parts for the whole time, which did cause irritation. And it was not at all true and that it was an time of need purewick female catheter system. No medical intervention was reported. As per the additional information received from liberator on 05may22, the purewick urine collection system did not suction and the air flow caused irritation. They offered to assist with troubleshooting and stated that they did not like the product and did not wanted to use it any longer, and they just wanted to return it.